Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to he best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. It was also reported that the insulin pump alarmed motor error during the priming process. Troubleshooting was performed. The insulin pump passed the prime and displacement tests, but failed the high pressure tests. Nothing further was reported.